Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a sterling catheter with a sterling shelf box. The batch number on the packaging and device matched the reported batch number. There was blood in the inflation lumen. Magnified inspection of the balloon presented no damage or irregularities. Functional testing was preformed by loading a guidewire and connecting an inflation device filled with water to the hub. As the guidewire was advanced through the wire lumen of the catheter the proximal end of the guidewire exited a hole within the inner shaft. The diameter of the hole was slightly larger than the outer diameter (od) of the wire and may be consistent with perforation of the shaft wall with the end of a guidewire during clinical use or preparation for clinical use. The balloon presented no irregularities in the balloon material. There was no evidence of any product quality deficiencies contributing to the damage. The hole in the shaft would result in a leak during inflation and may have appeared consistent with a balloon burst when attempting inflation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately calcified and moderately tortuous superficial femoral artery. The 5.0mm x 60mm x 135cm sterling¿ balloon catheter was advanced to dilate the lesion. The balloon was inflated for 1 second however, it ruptured at 6 atmospheres on the first inflation. The ruptured balloon was removed completely from the patient. The procedure was completed using a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately calcified and moderately tortuous superficial femoral artery. The 5.0mm x 60mm x 135cm sterling balloon catheter was advanced to dilate the lesion. The balloon was inflated for 1 second however, it ruptured at 6 atmospheres on the first inflation. The ruptured balloon was removed completely from the patient. The procedure was completed using a different device. No patient complications were reported and the patient's status is good.